Event description:
The customer reported a speaker malfunction error. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.

Event description:
The customer reported a speaker malfunction error. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.